Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Analysis of the returned photo was inconclusive; the condition of the device could not be determined. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed

Event description:
Two hours following deployment of a 6f angio-seal evolution in the right femoral arteriotomy, the patient complained of pain at the puncture site and a hematoma was observed. An ultrasound revealed a pseudoaneurysm and manual compression was applied to achieve hemostasis. The patient was given a transfusion and hospital stay was extended. The patient is in stable condition.